Manufacturer narrative:
The investigation determined the service actions resolved the issue. The issue is consistent with insufficient service and operator maintenance.

Manufacturer narrative:
The magnesium reagent lot number and expiration date were requested, but not provided. The field service engineer adjusted rinse levels and washing positions. The gear pump pressure was adjusted. The customer performed overdue maintenance. No further issues have occurred since these actions. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with mg2 (magnesium) on a cobas 8000 c 702 module. The initial sample results were flagged for delta checks and the samples were repeated. The first sample initially resulted in a magnesium value of 1.67 mmol/l and repeated as 0.91 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 0.9 mmol/l. The second sample initially resulted in a magnesium value of 1.81 mmol/l and it repeated as 1.11 mmol/l. The sample was repeated on a third analyzer, resulting in a value of 1.06 mmol/l.